Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the supplies were changed multiple times. A system check was performed and the infusion tubing was identified as a possible cause, but could not be confirmed. Reportedly, insulin was not seen exiting multiple infusion set tubings and occlusions were possibly due to scar tissue. Recommendation was made for the customer to change the tubing. Customer's blood glucose was "on the higher side". However, the exact value was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.